Event description:
New information notes that the device was post-paced t-wave oversensing on the ventricular lead. The patient did not receive therapy during the oversensing. Programming changes were made. The patient was stable.

Event description:
It was reported that when an asymptomatic patient presented in clinic during a follow up, post-paced t-wave oversensing issue was observed on the device. The patient did not receive therapy during the oversensing. Programming changes were made. The patient was stable before, during, and after the device interrogation and will continue to be monitored.